Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will evaluate. Results are expected soon.

Event description:
It was reported that a PICC was removed from district nursing that has a leak. It was inserted (B)(6) 2024 and removed today (B)(6) 2024. Not trimmed, external length 17cm. PICC 17cm external and split at the 19.5cm mark then the split was 2.5cm under skin. Patient had chemotherapy infused unsure of what type or how many infusions. Leakage when flushing line was detected.

Event description:
It was reported that a PICC was removed from district nursing that has a leak. It was inserted (B)(6) 2024 and removed today (B)(6) 2024. Not trimmed, external length 17cm. PICC 17cm external and split at the 19.5cm mark then the split was 2.5cm under skin. Patient had chemotherapy infused unsure of what type or how many infusions. Leakage when flushing line was detected.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leak is confirmed but the cause is unknown. The product returned for evaluation was a 4fr sl powerpicc solo catheter. The returned product sample was evaluated and a circumferential kink impression with a longitudinal split was observed between the 18 and 19cm mark on the catheter body. No specific evidence was seen during the investigation which supported a specific root cause for this event. The damage location suggested that catheter securement, access and maintenance techniques may have contributed, but insufficient evidence was seen on the returned sample to conclude this as causation. An examination of the catheter structure revealed no potential damage/defect related to manufacture of the product. This complaint will be recorded for future trending and monitoring purposes.